Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that hard drive cable for main was defective. A field service engineer replaced the cable to resolve this issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es has a drawer failure and screen was black. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.